Manufacturer narrative:
Device evaluated by manufacturer: a visual and microscopic examination identified that the device was returned with the stent partially deployed from 10mm proximal to the distal markerband. The partially deployed stent was damaged and stretched over the proximal markerband for a distance of 18mm. The balloon was partially inflated at this section where the stent was deployed. The balloon was successfully inflated. The lumen and midshaft were kinked along their entire lengths. There were also kinks identified along the entire length of the hypotube shaft. The tip section of the device was visually and microscopically examined and no issues were noted with it¿s profile that could have potentially contributed to the complaint incident. Mandrel resistance was encountered due to the presence of solidified blood within the entire length of the inflation lumen, therefore indicating the device had been used in vivo. A review of the manufacturing documentation for this batch found that the device met its material, assembly and product specifications at the time of release to distribution. The most probable root cause was use/user error. The dfu states " the taxus 'liberté' stent system is indicated for treatment of coronary arteries, however, this device was used in the peripheral anatomy. (B)(4).

Event description:
Reportable based on analysis completed on (B)(6) 2011. It was reported that during a stenting treatment procedure the balloon didn't inflate completely. The lesion being treated was located in the patient's leg. The physician was using a 3.0x38mm taxus liberte stent to treat a small collateral branch in the leg. They attempted to deploy the stent, however only 2/3 of the balloon inflated. It was removed successfully. There were no reported patient complications and the patient condition is good. No other details are available at this time. Analysis results identified stent damage and a partially deployed stent.